Manufacturer narrative:
During the procedure, the enterprise vrd and delivery ((B)(4)) was positioned to the target, but the stent could not be released and it was stuck in the unknown microcatheter due to resistance. Then, the enterprise system and microcatheter were withdrawn as a unit and changed to another one to complete the procedure. During the event, the microcatheter was completely withdrawn to detach the stent, and the stent was attempted to be placed at least 5mm on either side of the aneurysm neck by withdrawing the microcatheter. There was no thrombus or stenosis at the target site that may have prevented complete expansion of the stent, and the stent was not in a side branch, bifurcation, or at an acute angle. All labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter, and a constant and dedicated heparinized saline source was used at all times. After the event, the enterprise was removed without lost of target site, but the same microcatheter was not used with the next device. The microcatheter distal tip was not re-shaped. After the event, no other damages were reported on the device (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter, and the stent remained attached to the delivery system. There was no patient injury and the device will be return for analysis. One non-sterile enterprise vrd and delivery was received coiled in a plastic bag, the unit was inspected and no anomalies/damages were noted. Stent was received outside introducer tube (already deployed). Stent and coil tip were inspected under a microscope and no anomalies/damages were noted. Enterprise was inserted on a microcatheter lab sample. Delivery wire advanced and passed completely through, no friction was felt. Note: since stent was received already deployed this test was performed without it. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10119773. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported resistance between the enterprise and the unknown microcatheter was not confirmed with functional testing of the returned enterprise and a lab sample microcatheter. Procedural and handling factors appear to be contributed to the reported event. There is no indication of any device manufacturing issues related to the event. Therefore no corrective action will be taken at this time.

Event description:
During the procedure, the enterprise vrd and delivery ((B)(4)) was positioned to the target, but the stent could not be released and it was stuck in the unknown microcatheter due to resistance. Then, the enterprise system and microcatheter were withdrawn as a unit and changed to another one to complete the procedure. During the event, the microcatheter was completely withdrawn to detach the stent, and the stent was attempted to be placed at least 5mm on either side of the aneurysm neck by withdrawing the microcatheter. There was no thrombus or stenosis at the target site that may have prevented complete expansion of the stent, and the stent was not in a side branch, bifurcation, or at an acute angle. All labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter, and a constant and dedicated heparinized saline source was used at all times. After the event, the enterprise was removed without lost of target site, but the same microcatheter was not used with the next device. The microcatheter distal tip was not re-shaped. After the event, no other damages were reported on the device (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter, and the stent remained attached to the delivery system. There was no patient injury and the device will be return for analysis.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.